Event description:
While performing routine monitoring of a pt ECG, the device would not respond to any front panel switch actuation. The operator cycled power and the device was used without further incident. The facility reported that there was no adverse effect to the pt as a result of the alleged failure.